Event description:
During a lumbar spinal fusion surgery, with the newport system, the screws did not lock down properly and the system disengaged. This caused a delay in surgery of approx 45 minutes to 1 hour. The surgery was completed without any injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.